Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.